Manufacturer narrative:
Product analysis:optical examination reveals severe secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations and ratchet marks consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the placed pedicle screw was broken. The broken part will be removed at the time of removal surgery. Broken part remains in patient. No patient complications were reported.